Event description:
It was reported that a flo-gard infusion pump presented an f94 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Reporter phone number - (B)(6). Method: will also be applicable to the evaluation performed. The reported alarm code was verified in the event history log review, battery testing, and in the power-on self-test. The cause was determined to be a damaged battery. The battery was replaced and the configurations were reset to resolve this condition. The device was serviced and restored to a good working condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.